Manufacturer narrative:
(B)(4). Information was not provided by the contact. Anti-backup and ratchet pawl the analysis results found that the el5ml device was returned partially cycled with one clip jammed under the tip of the advancer and a short feed clip inside the jaws. The clips were intended to be removed from the jaws, but only the short feed clip could be separated, the jammed clip remained stuck. In addition, the orange indicator wheel was returned overtraveled. In an attempt to perform functional testing, the device was cycled and one clip short fed into the device jaws due to the jammed clip. The short feed clip was removed and the trigger was actuated again and the device was noted to be empty; however, the anti-backup and lockout features were non-functional. In order to evaluate the condition of the internal components the instrument was disassembled. Upon disassembling, the ratchet pawl was found to be damaged, causing the failure of the anti-backup and lockout mechanisms. No conclusion could be reached as what may have caused the ratchet pawl damage. It is known from the history of the device that the anti-backup failure may lead to dropping/ejecting clips. Please note the wheel indicator failure, the jammed clip and the short feed incidents are not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws became not to close and the clip could not be fed into the jaws. When a nurse grasped the trigger forcibly out of the patient, an unformed clip came out and fell off the jaws. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.